Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-26. It was reported that the patient could connect with the patient programmer (pp), there was a potential use of x-ray to determine if the implantable neurostimulator (ins) was flipped and how it should be oriented in the patient¿s back. It was also suggested that the rep should bring another insr to help with the diagnosis. It was noted that eight coupling bars were observed, and they revert to zero coupling bars when the implantable neurostimulator recharger (insr) was on the patient, with a sticky patch attached, so the antenna did not move. A new insr antenna was requested. On (B)(6) 2019, the patient reported that he received his new recharger antenna and reported the same issues, but they noted that it took ¿half an hour¿ just for the insr to make good connection with the ins to charge. In the end, the patient stated that he would call back next time he charged his ins; he wanted to see if it would happen again. There were no further complicati ons reported or anticipated. Additional information was reported that the patient reported they received a new recharger antenna to help with coupling, but he still is having trouble getting coupling bars. The patient stated he has reposition antenna several times. The patient stated in the last couple years it's been difficult to get coupling bars which has gotten worse in the last year to six months and it's very frustrating. The patient stated their ins was checked by a manufacturing representative (rep) who said the ins seems fine. Troubleshooting over the phone today (B)(6) 2019 includes turning the dial through all four positions and ensuring the recharging belt was positioned properly. The troubleshooting over the phone resolved the issue and the patient was able to get 6/8 coupling bars. No further information was reported.

Manufacturer narrative:
Correction: date of event: additional information indicated that the patient's recharging/coupling issues started a couple of years ago, and within the last 6 months it's gotten worse. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
MDR decision corrected to not reportable. No additional supplementals required. Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 37791, serial#: unknown, product type: recharger. Please reference regulatory rep #: 3004209178-2019-04612 for the other ins possibly related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that for the last two days prior to the report, the patient had been trying to charge the implantable neurostimulator (ins) but could not because he kept getting the reposition antenna screen on his implantable neurostimulator recharger (insr). This issue was discovered on the day and the day prior to the report. The patient also reported that the patient fell in their garage and hit their ins about a week prior to the report. The patient already tried repositioning the antenna and adjusting the dial. It was unknown if the ins had moved since the fall had occurred and it was unknown if the fall affected the device. In the end, the patient was re-directed to follow-up with their healthcare professional (hcp) to get the ins checked. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from a manufacturer representative (rep) on 2019-feb-26. It was reported that the patient could connect with the patient programmer (pp), there was a potential use of x-ray to determine if the implantable neurostimulator (ins) was flipped and how it should be oriented in the patient¿s back. It was also suggested that the rep should bring another insr to help with the diagnosis. It was noted that eight coupling bars were observed, and they revert to zero coupling bars when the implantable neurostimulator recharger (insr) was on the patient, with a sticky patch attached, so the antenna did not move. A new insr antenna was requested. On (B)(6) 2019, the patient reported that he received his new recharger antenna and reported the same issues, but they noted that it took ¿half an hour¿ just for the insr to make good connection with the ins to charge. In the end, the patient stated that he would call back next time he charged his ins; he wanted to see if it would happen again. There were no further complications reported or anticipated.